Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The exact cause of the patient¿s peritonitis cannot be determined with the information available. However, the patient stated touch contamination (during the pd exchange) may have occurred. Touch contamination frequently occurs with pd patients performing pd therapy and a very well documented risk factor for peritonitis infection.

Event description:
A nurse (rn) reported that a peritoneal dialysis (pd) patient had peritonitis. There were no reported allegations that the peritonitis event was caused by any issues with a fresenius device or product. The rn reported the peritonitis was not related to any products. Additional attempts to gather information from the nurse were unsuccessful. Therefore, follow-up was conducted with the patient who confirmed they had peritonitis on (B)(6) 2020. The patient did not have any information on results of the pd culture. The patient stated he did not have any fluid leaks or any issues with the fresenius cycler, or any other fresenius device/product in relation to his peritonitis event. The patient reported he does not know what caused his infection. However, the patient indicated they may have had a touch contamination (during the pd exchange). The patient stated they were treated with antibiotics (unknown medication) intra-peritoneal. The patient has since recovered and continues pd therapy with the same cycler without any issues.